Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. During testing, current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.